Event description:
It was reported that the catheter broke off approximately 20cm from the proximal end during coil delivery. While using a snare to retrieve the broken segment, the coil was pulled out of the aneurysm. Partial of the implant coil was displaced within the splenic artery aneurysm while the rest of the implant was pulled back in the microcatheter. No patient injury reported.

Manufacturer narrative:
The catheter was returned in two segments. Evaluation showed the catheter broken due to a tensile force applied during use. (B)(4).